Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having problems with the adaptive stimulation. The patient was instructed to follow-up with their hcp or rep. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issues with the adaptive stimulation (as) occurred (B)(6) 2020 and then again on (B)(6) 2020. The patient said the issue with the as was a device issue but they didn't notice any changes. The patient said the issue occured while charging the ins and they got an rm04 message. The rep suggested the patient take the battery out of the controller and put it back in but it happened 4-5 times. It was suggested that the patient clean the recharger connector once a week and that worked well until (B)(6) when they saw the message again. The patient cleaned it again even though it had been less than a week and they hadn't seen the message since. No symptoms were reported. No further complications were reported/anticipated.